Event description:
It was reported that during a pci procedure, the artery ruptured following deployment of the liberte stent. The lesion being treated was located in the mid circumflex (cx). The physician "did not think he over inflated the stent, but the circumflex ruptured causing the patient to arrest, they resuscitated the patient and used a covered stent to try and contain the bleed, they drained approx 3 liter of blood from the pericardium, the patient was put on a ventilator". The physician believes that the cx rupture was not due to the liberte stent, and "the stent was correctly deployed and that the patient had severe vessel disease." Another manufacturer's stent was placed to cover the rupture, and patient status was reported as 'stable'. Further information regarding this event has been requested, but has not been provided.

Manufacturer narrative:
The stent was implanted and the complainant has confirmed that the delivery device was disposed; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.